Manufacturer narrative:
Additional information: h3, h4 and h6 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, a leak was observed between the white covering and the clear tubing. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be refuted. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set leaked at the white segment on the tubing. This was observed while the set was being primed with saline, prior to pump insertion. There was no patient involvement. No additional information is available.